Event description:
Initially received via regulatory authority (food and drug administration, reference number: mw5078764) on 15-aug-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("lower pelvic pain"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 8 years 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and ovarian adhesion ("ovary adhesion"). The patient was treated with surgery (she underwent hysteroscopy, laparoscopy), surgery (she underwent hysteroscopy, laparoscopy and ablation). At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and endometriosis outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, endometriosis, menorrhagia, ovarian adhesion and pelvic pain with essure. The reporter commented: an injury (hospitalization) was mentioned but not specified and /or assigned to one of the events. She was scheduled for hysterectomy, bilateral salpingectomy and unilateral oophorectomy diagnostic results: laparoscopy, hysteroscopy, CT scan, ultrasound should done. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078764) on 15-aug-2018. The most recent information was received on 12-nov-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("lower pelvic pain"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 8 years 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and ovarian adhesion ("ovary adhesion"). The patient was treated with surgery (she underwent hysteroscopy, laparoscopy), surgery (she underwent hysteroscopy, laparoscopy and ablation) and surgery (she underwent hysteroscopy, laparoscopy and ablation). At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, endometriosis and ovarian adhesion outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, endometriosis, menorrhagia, ovarian adhesion and pelvic pain with essure. The reporter commented: an injury (hospitalization) was mentioned but not specified and /or assigned to one of the events. She was scheduled for hysterectomy, bilateral salpingectomy and unilateral oophorectomy. Diagnostic results: laparoscopy, hysteroscopy, CT scan, ultrasound should done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.